Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the failure of the ccd unit, circuit board inside connecter, or video system center. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation of use, the user found that a scope communication error was displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.